Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19-dec-2022. H6: investigation summary: one hundred samples were provided to our quality team for investigation. Through visual inspection, forty-seven samples were observed to have excessive silicone which was non-conforming per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Potential root cause for the excessive silicone defect is associated with the assembly process. Since production of the complaint batches additional requirements have been put in place around post adjustment qualifications to the silicone system that must be recorded in the device history record to ensure quality of product post mechanical or electrical adjustment. No further corrective actions will be made at this time. A device history record review was completed for provided lot number 0142212 and 1152292. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe each from lots 0142212 and 1152292 had silicone oil in them. The following information was provided by the initial reporter, translated from dutch: "just received another complaint from another customer regarding silicone oil in the 10ml bd luer-lok syringe (item no. 301029)."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0142212. Medical device expiration date: 30-apr-2025. Device manufacture date: 21-may-2020. Medical device lot #: 1152292. Medical device expiration date: 31-may-2026. Device manufacture date: 01-jun-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe each from lots 0142212 and 1152292 had silicone oil in them. The following information was provided by the initial reporter, translated from dutch: "just received another complaint from another customer regarding silicone oil in the 10ml bd luer-lok syringe (item no. 301029)."